Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Thrombus as a potential event that may be associated with use of the product.  The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Information obtained from site noted that an echo performed on site showed "a large lv thrombus extending into the inflow cannula with no flow in the outflow cannula". Moreover, review of the controller log files revealed a sustained decrease in estimated flow and 2 low flow alarms on (B)(6) 2016, thus confirming the reported inadequate flow rate' and correlating with the reported event details. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported inadequate flow rate can be attributed to an occlusion caused by thrombus formation at the inflow cannula. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study database that this patient was admitted to the hospital with decompensated heart failure was cold, and diaphoretic upon exam. The patient was started on a milrinone infusion and was diuresed with high does intravenous (IV) lasix and oral diuril. Creatinine elevated so the medical team switched the milrinone for dobutamine which improved kidney function improved. On the morning of (B)(6) 2016 the patient experienced low flow alarms due to a drop in lvad flows went from 4-5 lpm to 0.5 lpm or less. The patient was emergently transferred to the critical care unit (ccu) during which she was dyspneic, had bilateral crackles with elevated jugular vein pressure. She was cold on exam. She was placed on dobutamine and IV lasix. An emergent bedside echocardiogram performed revealed left ventricular thrombus extending into the inflow cannula with no flow in the outflow cannula. The vad was turned off after consultation with the attending physician. The patient and family did not want to pursue aggressive interventions or surgery. She was transferred to inpatient hospice and expired on (B)(6) 2016.&#842;

Manufacturer narrative:
It was reported from the site that the patient was transferred to hospice on (B)(6) 2016. No autopsy will be performed and the pump will not be returned. All cultures in this admission were negative. It was further stated that the thrombus formation likely related to change in anticoagulation response. Prior to this admission patient had been therapeutic with inr s in range 2-3. She was on asa 325. She had some difficulty making scheduled appointments so getting inr results was not consistent. She had been treated in the past for drive line infections and had a prior history of bacteremia. She had been hospitalized for three weeks in (B)(6) due to decompensated hf at that time requiring IV inotropes and IV diuresis. No active infection at that time. Patient presented with inr 6.58, bnp 969, and ldh 248. On (B)(6) ldh bumped to 551. Aspirin works on (B)(6) showed non responsive to asa >4000. She had been fully responsive in the past. Her mocha profile showed evidence of an activated hemostatic system despite inrs throughout her admission ranging 6.58-8.49. Her asa works and mocha in (B)(6) indicated adequate anti coagulation and antiplatelet therapy. Looking back at her last echoes. Lved was 6.3 (B)(6) 2015 in (B)(6) lvedd 6.9, (B)(6) 6.7 (B)(6) 6.8. Patient was admitted on (B)(6) 2016 with complaints of abdominal distension, orthopnea, fevers and body aches. Upon admission, she was found to be in decompensated heart failure and was cold and wet on exam. She was started on milrinone 0.25 mcg/kg/min and diuresed with high dose diuretics (lasix 200mg ivp with diuril 500mg po). However due to worsening creatinine on (B)(6) 2016, her milrinone was switched to dobutamine due to concern for vasodilatation leading to worsening renal function in the setting of biventricular failure. Following this her renal function improved. However on the morning of (B)(6) 2016 a code met was called on (B)(6) due low flow alarms noted on her lvad with a decline in flow from 4-5l/min to <0.5 l/min. She was emergently transferred to the ccu. Upon transfer she was noted to be dyspneic with bilateral crackles, elevated jvp and was cold on exam. Emergent bedside echo obtained showed a large lv thrombus extending into the inflow cannula with no flow in the outflow cannula. In addition, her aortic valve opened with every ventricular systole further suggesting near absence of flow through the lvad. Following consultation for a possible vad exchange, her lvad was turned off as it had minimal flow through it. She was started on dobutamine which was up titrated to 10 mcg/kg/min due to progressive cardiogenic shock with multiorgan failure in the form of worsening renal and hepatic functions. Subsequently milrinone 0.25 mcg/kg/min was added due to inadequate cardiac output on dobutamine. In addition she was diuresed aggressively with lasix 200mg ivp and diuril 500mg po. Since her inr was supra-therapeutic, anticoagulation was not initiated. Aspirin was resumed. On (B)(6) 2016 a family meeting was held with patient, her family and the palliative care team. A long discussion was held explaining her critical illness with end stage cardiomyopathy and cardiogenic shock requiring dual inotropes and a thrombosed lvad. Since she has been deemed a poor candidate for transplant with elevated pras, the only alternative option would be a lvad exchange which would be a high risk surgery as it would involve a second sternotomy and since she has had progressive right ventricle dysfunction. Patient declined any additional aggressive interventions and did not wish to pursue another surgery. She has elected to be transferred to inpatient hospice. Fever: hospital course: upon admission, chest x-ray, blood cultures and urine cultures were obtained. She was started empirically on vancomycin and zosyn. Since she remained afebrile during her stay and all her cultures remained negative, antibiotics were discontinued on (B)(6) 2016. She was noted to have thrush on oral exam and was started on clotrimazole troches and nystatin swish and swallow. Acute on chronic kidney injury: this was in the setting of cardiogenic shock with poor cardiac output and venous congestion. She initially responded to dobutamine and aggressive diuresis however, her renal functions worsened again following episode of lvad thrombosis. Would continue to diuresed her for symptomatic relief following transfer to hospice. Acute liver injury: this was in the setting of cardiogenic shock with poor cardiac output leading to shock liver. There was marginal improvement following addition of milrinone to dobutamine. No additional info available. The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Information obtained from site noted that an echo performed on site showed "a large lv thrombus extending into the inflow cannula with no flow in the outflow cannula". Moreover, review of the controller log files revealed a sustained decrease in estimated flow and two (2) low flow alarms on (B)(6) 2016, thus confirming the reported 'inadequate flow rate' and correlating with the reported event details. Clinical factors may have contributed to the reported event and patient outcome. In addition related comorbidities may have also contributed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the root cause of the reported event based on device history review show no discrepancies noted that may have caused the reported event. There are patient, procedural, and pharmacological factors that may have contributed to this event.